Event description:
It was reported that this rv lead exhibited high out of range impedances, rv noise, oversensing, and pacing inhibition of greater than two seconds. The pt experienced dizziness with the episodes. The device was reprogrammed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).